Manufacturer narrative:
Additional info: a4, b5, b7, d8, e1 (street 1, city, region, postal code), g1, h4, h6 (patient codes, device codes), <(>&<)> additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional ventral hernia. It was reported that after implant, the patient experienced severe pain, recurrent hernia defects, adhesions, incarceration, colon adhered to incisional hernia, infection, hematoma, inflammation, allergic reaction, obstruction, bleeding, fistulas, seroma, perforation, < (>&<)> numbness in abdomen. Post-operative patient treatment included revision surgery, removal surgery, < (>&<)> medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced severe pain, recurrent hernia defects, adhesions, incarceration, and colon that had adhered to the incisional hernia.